Event description:
During an unknown procedure, the product was placed on the vessel and closed down. After firing the device, no staples were deployed. This was the initial fire of the instrument. Another stapler was used to complete the procedure. There was no patient consequence.